Event description:
Customer reported she is having trouble connecting her reservoir to her infusion set. She stated the tubing connector won't snap the reservoir in place. When she tried using a new reservoir with the same infusion set, the issue was resolved. Customer had already gone through seven infusion sets on the last reservoir. Customer's last blood glucose was 215 mg/dl. Nothing further reported.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies. None were found. Ran the occlusion test as follows: the reservoir was filled with diluent, and connected to a new infusion set. Installed reservoir and connector into the insulin pump and performed the manual prime. Visual fluid flowing through the infusion set and out the catheter tip noted. The reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.